Manufacturer narrative:
(B)(4).

Event description:
It was reported interrogation of the patient's ICD revealed several non-sustained rv oversensing episodes attributed to t-wave oversensing. No adverse consequences were reported.